Event description:
C/n: 411578-1, xgate, lot: 1871660, 2 packs. Customer has broken approximately 2 packs of xgates during use. No patient injury. They did not save the broken instruments. Replacing with 2 packs.

Manufacturer narrative:
Here has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Customer discarded, nothing to return. No other complaints for lot number. Product not received at investigation site. Failure mode: broken during use. Root cause: product not received at investigation site. Conclusion code: indeterminable.